Manufacturer narrative:
Analysis found the lead distal coil fractured. The lead was bent and the helix header boot was broken at the distal edge of the ring assembly. All distal coil filars were fractured from the helix header assembly shaft. Sem analysis of the fractured ends of the distal coil filars also showed that cycle stress caused them to fracture. The fractured ends rubbing against each other can generate noise that would cause the shocks. High lead impedance and threshold can be due to the fractured distal coil.

Event description:
The patient received inappropriate shocks due to high impedance and high thresholds. Hence the lead was explanted.

Manufacturer narrative:
Na